Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The endoscopic controller (ec) was also analyzed and found to have haze in the left eye. The unit was tested on the printed circuit assembly (pca) system and when connecting the endoscope camera, it was found that the entire image was greenish. The light engine was causing the issue. No visual damage was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The personality module surgeon console (pmsc) was analyzed and found to have error 48100. During log review the error 48100 was found indicating the component leaf fault on the pmsc, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The pmsc was installed onto a golden system where the error 48100 was triggered indicating fault on the leaf, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and the verified the surgeon console leaf (scl) 1 was the source of the fault. The unit was returned with rust on four digital video interface (dvi) ports.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was greenish on the surgeon side console (ssc). Prior to calling the intuitive surgical, inc. (Isi) technical service engineer (tse), the surgeon decided to convert to a laparoscopic method. The clinical sales representative (csr) had restarted the system including reseating and cleaning the blue fiber cable and tried 4 different endoscopes without success. The image on the vision side cart (vsc) touchscreen was not affected. The system was not connected to onsite, due to an intermittent hospital it issue. The tse requested the caller to send some pictures of the logs, but the logs sent did not reflect the reported issue. Nevertheless, the tse checked the logs from that morning and found an error pointing to a possible faulty digital video interface (dvi) cable connected to the surgeon side console (ssc). The caller confirmed a cable was connected, but he removed it and tried another restart without success. Isi followed up with the initial reporter and obtained the following additional information: during the consultation with the tse, the physician decided to proceed with a laparoscopic approach. However, after further consideration, it was determined that the laparoscopic procedure would be quite challenging, and the decision was made to perform the surgery robotically at a later date. The procedure was aborted after ports had been placed. The surgery for the relevant patient was successfully performed robotically the next day. The patient's condition is quite good.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the endoscopic controller (ec) due to loss of the image on the vision side cart (vsc) and cfg, personality module surgeon console (pmsc) due to the image being green. The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date revealed an error pointing to a possible faulty digital video interface (dvi) cable connected to the surgeon side console (ssc). A review of the provided image was performed which showed a green tinted image through the surgeon side console display.